Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing over. A technical support specialist (tss) confirmed that these two example patients were showing in the server es and are searchable at the stations. The tss confirmed that communication between the interface (cce), med es server and station was up. The tss found that there were connection issues with meditech. Another interface engineer assisted and after troubleshooting with customer concluded that it was an internal network comm issue. Customer mentioned interfaces were back online. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.